Event description:
It was reported that the patient could not pump this inflatable penile prosthesis (ipp) due to inflation issues in the pump. The device was removed. There were no patient complications reported.